Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.